Event description:
This report was received from (B)(6). This is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of made mistake/touch contamination and peritonitis with (B)(6) in a patient coincident with dianeal pd2 ambuflex therapy and extraneal viaflex therapies. During a call to baxter customer service, the following was reported. On an unreported date, the patient made mistake/touch contamination, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Dianeal and extraneal therapies were ongoing. The nurse reported that the peritonitis with (B)(6) was unrelated to dianeal and extraneal therapies and did not comment on or provide an opinion of causality for the event of made mistake/touch contamination reported by the consumer.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10j28058 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.